Event description:
It was reported that the user could see the unlock button on the ilet but the touchscreen did not respond to touch input, preventing unlocking; after a restart initiated through the app, the pump responded and unlocked, indicating a transient key/button unresponsive issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with an unresponsive control input on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.